Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During pocket closure, it was observed the right ventricular lead had dislodged. The lead was attempted to be repositioned but the stylet could not be inserted fully. The lead was explanted and replaced. The patient was stable.